Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." And "postoperative bone fracture and pain." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08976 and -08977).

Event description:
It was reported that the patient underwent a left initial total hip arthroplasty on (B)(6) 2000. It was further reported that patient alleges elevated metal ion levels, general unexplained sickness, pain, and that the hip needs to be replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a left total hip arthroplasty on (B)(6) 2000. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of elevated metal ion levels, general unexplained sickness, and pain. The modular head, acetabular cup and metal liner were removed and replaced with a biomet head and competitor cup and liner. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.